Manufacturer narrative:
The lipase reagent lot number was 760853, with an expiration date of 31-oct-2024. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the lipase assay on a cobas c 303 analytical unit. The sample initially resulted in a lipase value of 116.00 u/l. The sample was repeated three times, resulting in values of 37.4 u/l, 37.0 u/l, and 36.8 u/l.

Manufacturer narrative:
The reagent probe outer wash was not sufficient. The field service engineer checked and adjusted the reagent probe rinse. The investigation determined the issue was caused by reagent carryover and was solved by the probe rinse adjustment.